Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
During the preparation for a thrombectomy procedure, the hospital staff immediately noticed a kink on the indigo system aspiration catheter 8 (cat8) upon removal from its packaging. The kinked cat8 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new cat8.